Event description:
It was reported that the deep brain stimulation (dbs) patient suffered a head injury at the lead and lead extension connection site, resulting in exposure of the device at the connection point and subsequent infection. A culture was taken, but the results are unknown. The patient was treated with antibiotics and underwent a full system explant procedure. Postoperatively, the patient was in good condition. The medical facility retained the devices, so they will not be returned.

Event description:
It was reported that the deep brain stimulation (dbs) patient suffered a head injury at the lead and lead extension connection site, resulting in exposure of the device at the connection point and subsequent infection. A culture was taken, but the results are unknown. The patient was treated with antibiotics and underwent a full system explant procedure. Postoperatively, the patient was in good condition. The medical facility retained the devices, so they will not be returned.

Manufacturer narrative:
Corrections to initial report in field: h11. Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7092442. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7092710. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7100064. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7100027. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Batch: 29406372.

Event description:
It was reported that the deep brain stimulation (dbs) patient suffered a head injury at the lead and lead extension connection site, resulting in exposure of the device at the connection point and subsequent infection. A culture was taken, but the results are unknown. The patient was treated with antibiotics and underwent a full system explant procedure. Postoperatively, the patient was in good condition. The medical facility retained the devices, so they will not be returned.

Manufacturer narrative:
Correction to initial report in block: h11. Block d2b; additional applicable product codes: mhy, pjs additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7092442 product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7092710 product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: 7100064 product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial:(B)(6) batch: 7100027 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c batch: 29406372 the devices were not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaints, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: 7092442 product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: 7092710 product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: 7100064 product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: 7100027 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c batch: 29406372.

Event description:
It was reported that the deep brain stimulation (dbs) patient suffered a head injury at the lead and lead extension connection site, resulting in exposure of the device at the connection point and subsequent infection. A culture was taken, but the results are unknown. The patient was treated with antibiotics and underwent a full system explant procedure. Postoperatively, the patient was in good condition. The medical facility retained the devices, so they will not be returned.